Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, increased pacing impedance, capture threshold and noise was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed no anomalies. During revision, the rv lead was observed to be damaged. The issue was resolved by explanting and replacing the rv lead. The patient was in stable condition.